Manufacturer narrative:
Attachment: [(initial report) follow-up evaluation.pdf].

Event description:
"(B)(6) 2019: tevar was performed and the relay plus was implanted for zone 4. (Refer to attachment 1 and 2.) 11:00 am on(B)(6) 2019: rtad was suspected and emergency operation was needed. Since fet was also suspected, frozenix was prepared. 3:00 pm on (B)(6) 2019: extracorporeal circulation was established and the aorta was incised from the ascending aorta to the aorta arch. The bare stent dug into the intima of the vessel wall around the bca and a new tear was created. The finding is that dissection was toward the ascending aorta. The entire bare stent was removed from the base using a nipper, and the stump was formed with tissues and felt at the periphery of the graft. The aorta arch was replaced with a j graft (24 mm, 4 branched). (The bca and lcca were reconstructed, but the lsca was not reconstructed since it had already been debranched/disbranched. (Refer to attachment 3 for the tear position.) 7:30 pm on (B)(6) 2019: the procedure was successfully completed. The patient was transferred to the ICU. A large number of tevar has been performed for dissection at the hospital, and they experienced rtad in the past. Therefore, it is recognized that rtad could occur due to various factors including those other than the device. The treatment plan was correct, and the device will be used for suitable cases in a positive manner. It is believed that rtad occurred since the bare stent came in contact with the bca wall; however, the patient had type b dissection and evar and tevar for the descending thoracic aorta were performed. There is a high possibility that the vessel wall was weak. Although the bare stent could have been positioned at a site over the bca depending on the deployment angle when the relay plus was positioned, dissection might have occurred at the position. According to a review of the medical literature, the existence of the stent does not directly affect rtad. The device is not the only mechanism that caused this event." Patient outcome: "the patient outcome is unknown."

Event description:
"(B)(6) 2019: tevar was performed and the relay plus was implanted for zone 4. 11:00 am on (B)(6) 2019: rtad was suspected and emergency operation was needed. Since fet was also suspected, frozenix was prepared. 3:00 pm on (B)(6) 2019: extracorporeal circulation was established and the aorta was incised from the ascending aorta to the aorta arch. The bare stent dug into the intima of the vessel wall around the bca and a new tear was created. The finding is that dissection was toward the ascending aorta. The entire bare stent was removed from the base using a nipper, and the stump was formed with tissues and felt at the periphery of the graft. The aorta arch was replaced with a j graft (24 mm, 4 branched). (The bca and lcca were reconstructed, but the lsca was not reconstructed since it had already been debranched/disbranched. (Refer to attachment 3 for the tear position.) 7:30 pm on (B)(6) 2019: the procedure was successfully completed. The patient was transferred to the ICU. A large number of tevar has been performed for dissection at the hospital, and they experienced rtad in the past. Therefore, it is recognized that rtad could occur due to various factors including those other than the device. The treatment plan was correct, and the device will be used for suitable cases in a positive manner. It is believed that rtad occurred since the bare stent came in contact with the bca wall; however, the patient had type b dissection and evar and tevar for the descending thoracic aorta were performed. There is a high possibility that the vessel wall was weak. Although the bare stent could have been positioned at a site over the bca depending on the deployment angle when the relay plus was positioned, dissection might have occurred at the position. According to a review of the medical literature, the existence of the stent does not directly affect rtad. The device is not the only mechanism that caused this event. (Tc#190202941) / (product code# au-4019536)" patient outcome: "the patient outcome is unknown."